Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the ¿repair site¿ of a prismaflex hf20 set during continuous renal replacement therapy. After the blood was returned to the patient during a normal circuit change, it was noted that the male luer connector of the blue return line remained in the red port of the catheter. The red lumen of the catheter was blocked and could not be flushed. A ¿temporary line repair¿ was attempted and the leak occurred after reconnection of the line. The volume of blood loss was not known. There was no report of additional medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua201769 to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.